Event description:
It was reported that during implant of the right ventricular (rv) lead the threshold was tested with unsatisfactory results. Therefore, the rv lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.